Event description:
Dexcom was made aware on 01/24/2024, that on 01/21/2024 the patient experienced a skin reaction. It was reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor was inserted in an unspecified location. At some point the patient developed inflammation, pus, and an infection extending beyond the patch perimeter. She had pain in the area. The patient consulted a physician who prescribed IV antibiotics every 3 or 4 hours for 7 days. The IV antibiotics were penicillin and amoxicillin, and she received the initial first three days of IV therapy in the hospital. The patient also stated that without the cgm she was unable to manage her diabetes herself and she became ¿very sick.¿ two of the three days she received treatment and blood work in the intensive care unit (ICU), and it was not disclosed if the ICU stay was related to diabetes management or the skin infection. After completing the antibiotics, the patient recovered. At the time of the report, the patient was feeling normal. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).